Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies, to address the alarm. Customer reverted to manual injections for insulin therapy. No reported impact to the blood glucose level.